Event description:
It was reported, the tube was difficult to connect and/or disconnected instantaneously from the humidified treatment mask (at both ends) and additional force had to be applied to connect it; the connection eventually held; however, after they left the room upon their return they found the extension tubing had disconnected. The event resulted in an interruption of oxygen administration. There was no report of serious harm or injury as a result of this reported event.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 26 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 3004748541-2026-00041 for the first report. Refer to 3004748541-2026-00042 for the second report. It was reported, the tube was difficult to connect and/or disconnected instantaneously from the nasal cannula and/or humidified treatment mask (at both ends) and additional force had to be applied to connect it; the connection eventually held; however, after they left the room upon their return they found the extension tubing had disconnected. The event resulted in a delay in the administration of nebulized medication and/or an interruption of oxygen administration. There was no report of serious harm or injury as a result of this reported event. Additional information provided 24mar2026 reported, the connection between the nasal cannula and the extension tubing did not connect securely (especially at high flow rates) and "popped off" easily and resulted in the patient being left without oxygen. It was additionally reported that it was necessary to remain at the bedside and repeatedly re-establish the connection. The patient is doing well.

Manufacturer narrative:
Correction: b5. Additional information: b5. The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 22 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.